Event description:
It was reported that an ilet pump began to separate at the middle housing seam with adhesive/glue failure, while the screen remained usable; the user reverted to multiple daily injections and reported trouble using the device afterward, with a contemporaneous blood glucose reading of 142 mg/dl and no effect on glucose control. Symptoms included a reported injury related to the damage. Outcomes included temporary interruption of device therapy and continued therapy via injections, with data synced prior to shutdown and plans to return the device. Investigation included complaint handling, user interview, and replacement of the device with instructions to shut down, return the device using a provided label, and complete startup on the replacement with no data transfer. Investigation of this case revealed a suspected enclosure delamination and loss of adhesive bond of the pump housing. It was concluded that the event involved a device mechanical integrity issue leading to user discontinuation of pump therapy, with the user continuing diabetes management via injections and cgm.